Manufacturer narrative:
The device has been returned for analysis, however, add'l testing has not been completed at that time of this report. A supplemental report will be filed when the analysis is complete.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured. The 75% stenosed lesion was located in the proximal left anterior descending (lad) artery. A neo's light guidewire was inserted in the lad and a neo's soft guidewire was inserted in the lad diagonal branch. The lesion was pre-dilated with a prestige magna 2.5 x 20mm and a cypher 3.0 x 23mm stent was deployed at 12 atms in the proximal lad. The neo's soft was recrossed in the diagonal branch and attempted to dilate the lesion. The maverick2 monorail balloon catheter was passed through the strut of the cypher stent and resistance was encountered. The device was unable to move. The balloon was inflated and ruptured at 6 atms. The balloon and the guidewire were withdrawn. The procedure was successfuly completed with a vent 2.5 x 20mm. No pt injuries or complications were reported. Pt status is reported as "good."